Manufacturer narrative:
Consumer experienced a cut lip. The serial number of the toothbrush was not provided. Device manufacturing date not available due to the toothbrush not being returned.

Event description:
Consumer called stating that brush head came off of toothbrush handle while in use and cut lip.

Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.